Event description:
Attempted to deflate foley bulb with syringe, no contrast returned. Changed syringe, no return. Pt was calm and cooperative. Required physician to insert glide wire through catheter shaft to bulb under fluoroscopy for removal.